Event description:
Customer reported an unexplained high blood glucose of 600 mg/dl. Customer treated with manual injection. She stated that the drive support cap appeared normal. She found no air in the tubing and no leaks. Customer was advised to run a manual prime and stated that insulin did exit. The basal rate and bolus wizard settings were correct. Customer was unable to run a high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.